Event description:
It was reported that after the patient¿s new system was implanted a single priming bolus was programmed. The patient had complained of numbness to both the legs and buttocks after the surgery. The programming was checked and it was revealed that the duration was programmed for 31 hours rather than 31 minutes. The priming bolus had been running for 1.33 hours at this rate. This device system delivered clonidine, bupivacaine, and morphine. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_cath, serial# unknown, product type: catheter; product ID 8840, serial# unknown, product type: programmer, physician. (B)(4).